Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump. On an unknown date, the pump "shut down" the day of her husband's funeral, she thought she had the flu so bad, the health care professional informed her she was in withdrawals and filled the pump and then gave her son a prescription to give to her immediately to help with the morphine withdrawal. No further complications were anticipated/reported.